Event description:
End user reports unknown qty, unknown mus, unknown lots in past many of which the guide notch on funnel was not perfectly aligned with the coude tip. There was no harm reported. No additional information was provided. This emdr covers the unknown number of catheters and unknown market units associated with the defect.

Manufacturer narrative:
Based on the available information, this event is deemed to be a product malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.